Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. E.1. Initial reporter addr 1: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k213670; k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, black foreign matter was found inside of one tube. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that prior to using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, black foreign matter was found inside of one tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 29-jan-2026. Investigation summary: bd received 1 sample for investigation, along with two photos. The sample and the photos indicate unknown foreign matter. Functional testing was performed and the unidentified matter found is consistent with materials used in the manufacturing environment and could have been introduced during the manufacturing process. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode foreign matter - non-biological. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.